Manufacturer narrative:
Instability was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Revision surgery occurred due to scar tissue, instability, and lateral laxity. Multiple fibrotic lesions and adhesions were broken loose and poly inserts were exchanged. No metal components were revised. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery occurred due to scar tissue, instability, and lateral laxity. Multiple fibrotic lesions and adhesions were broken loose and poly inserts were exchanged. No metal components were revised.

Event description:
Instability was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts.